Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The customer reported the device tip was broken/stripped. The repair technician reported the device tip was stripped. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The inter-lock screwdriver t25/3.5 mm hex/ 330 mm (part # 03.010.472, lot # 7874292, mfg 19-apr-2012) was received at us cq with the distal tip of the device deformed so that the sliding bar does not fit as it is supposed to at the distal tip. The complaint device is stripped and deformed but not broken. The complaint is confirmed since the device is stripped and deformed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Part: 03.010.472 lot: 7874292 manufacturing site: haegendorf release to warehouse date: 19. Apr. 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the distal end/ tip of the inter-lock screwdriver appeared to be broken and stripped upon inspection. There was no patient involvement. This report is for one (1) inter-lock screwdriver t25/3.5mm hex/330mm this is report 1 of 1 for (B)(4).